Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found to have conductor wire insulation damage at the distal end with the internal wires exposed. Failure analysis found the primary failure of the damaged conductor wire insulation to be related to the customer reported complaint. There was no thermal damage and no missing material. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, electrical continuity, and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting, that the maryland bipolar forceps instrument wire was peeling off. An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for evaluation. But evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. Images of the maryland bipolar forceps instrument related to this event were received and reviewed. From an image provided, the instrument conductor wire insulation was damaged with the internal wires exposed. There was no other obvious damage found on the instrument. This complaint is considered a reportable malfunction, due to the following conclusion: a bipolar instrument with damaged/broken conductor wire insulation could lead to inadvertent transmission to tissue, other than intended via the exposed conductor wire. Although, there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported, that during a da vinci-assisted radical cystectomy with neobladder surgical procedure. The customer observed, that the maryland bipolar forceps instrument wire was peeling off. There was no report of any fragments falling inside the patient. The customer completed the procedure with the same maryland bipolar forceps instrument. With no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use. And no issues were noted. No arcing and instrument collision were observed during the procedure. No evidence of thermal damage was identified on the instrument. It was confirmed, that there was no patient harm, injury or adverse outcome due to the alleged product issue.